Manufacturer narrative:
The insulin pump was received vibrator motor with broken wire. The insulin pump had cracked reservoir tube lip and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was no longer vibrating for alarms or completion of boluses. The insulin pump was recently dropped on a chair. The insulin pump did not vibrate during the vibrate test. Customer's blood glucose level was 221 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.